Event description:
Reporter alleged discrepant back to back blood glucose results of 112, 423, & 258 mg/dl when all tests were performed within 2 minutes. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.